Event description:
It was reported that the patients leads had high impedances. The patient underwent a spinal cord stimulation (scs) system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6).